Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary #the full lead was returned and analyzed. There were no anomalies found. It was visually noted that the lead was damage at implant.

Event description:
It was reported that during implant while implanting the lead, the physician found that it easily dislodged and would not fixate tightly. The lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.